Event description:
It was reported in a journal article that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system developed recurrent staphylococcus aureus bacteremia. The patient was receiving intravenous antibiotics; however, the bacteremia was not controlled because of a device infection. The device system was explanted and replaced with an epicardial cardiac resynchronization therapy pacemaker (crt-p) system with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. Ishii, natsuko, et al. (2021). One indication for an extravascular cardiac resynchronization therapy defibrillator: lessons from a combination therapy case with epicardial cardiac resynchronization therapy and a subcutaneous implantable cardioverter defibrillator. Intern med advance publication doi: 10.2169/internalmedicine.6125 20.